Event description:
It was reported that impedance measurement on electrode combination 0 and 1 (current program for patient) was 68 ohms. Also, the patient was recharging more than expected and the recharge interval did not appear to be appropriate. Additional information was requested for further device diagnostics performed, interventions performed and patient/status outcome.

Manufacturer narrative:
(B)(4).